Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an Indigo System Aspiration Catheter CAT6X (CAT6X) and an Indigo System Lightning Bolt Aspiration Tubing (Lightning Bolt). The physician completed three passes with the CAT6X. While retracting the CAT6X, the physician experienced resistance and the CAT6X fractured at the distal end. The physician used a snare device to removed the fractured segment of the CAT6X from the patient.The procedure was considered completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.